Event description:
Additional information was received which confirmed the event occurred between procedures and there was no delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "image turns gray" was caused by a wrong setting of the picture in picture. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. During troubleshooting with olympus technical assistance center (tac), after going through the menus, it was found that picture in picture/point of presence was turned on. Tac also discussed cycling power on the video printer if there are pictures in the buffer before beginning a new exam. The settings were corrected and the video system center worked as expected. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center had a gray screen and the picture in picture/point of presence was not turned on. It is unknown when this issue occurred. There were no reports of patient harm.